Event description:
The customer reported the system lost the ability to fluoro and it would not boot up when attempting to restore functionality. There was no pt injury or death reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The reported issue could not be duplicated. The system was tested and found to be working as intended and put back into service.